Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 100ml/hr and 25ml and the pump tested in specifications. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4). This report has been identified as b. Braun (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event description: customer stated, "the nurses complained that the pump was running too fast or too slow. The pump was sent to biomed for testing. During gravity verification testing with a pump set, the pump over infused. The pump was programmed at 100ml/hr and it actually infused at 300ml/hr." No patient injury reported.